Manufacturer narrative:
Results: caused by another drug/device (contrast medium). Conclusions: another device caused failure (contrast medium).

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that intra-operatively, the patient had an allergic reaction to the contrast medium during the angiogram. The shock symptom was evanescent and the patient is doing well. No additional clinical sequelae were reported and are doing fine.